Event description:
It was reported that the customer went to the emergency room and subsequently hospitalized in the intensive care unit with a high blood glucose level of 600 mg/dl. Cause was unknown, the customer was treated with intravenous fluids of saline and insulin, which resolved the issue with no permanent damage. The customer declined further assistance and decline a supplies or system check.